Manufacturer narrative:
The subject device has been returned to olympus for evaluation and the reported error was confirmed due to a graphics processing unit assembly failure. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, during preparation for a diagnostic procedure, the visera 4k uhd camera control unit exhibited error e116 indicating issue with the circuit board. Subsequently, the intended procedure was completed with a similar device, with no delay. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation the phenomenon ¿e116 error¿ was duplicated, and it was confirmed to have occurred due to a faulty gpu (graphics processing unit). According to the service manual, e116 is an error that indicates faulty ccu (camera control unit). The error occurs when the electrical components malfunctions (e.g. Dimm/gpu/cpu/mb/ssd/power supply). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.